Event description:
The reusable tibial tray impactor tip broke upon impaction of the tibial tray. The surgery was completed successfully with no known adverse impact to the pt.

Manufacturer narrative:
The reusable tibial tray impactor tip broke upon impaction of the tibial tray. The surgery was completed successfully with no known adverse impact to the pt. Review of inspection records for the affected lot indicate that the device was mfg to specification.